Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The outer insulation of the lead was extrinsically breached due to a cut and was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. The analyst noted the lead was returned damaged with the outer insulation cut and blood ingression along the lead length, and with the proximal conductor distorted. In addition, it was noted the helix functioned as expected.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, the lead dislodged repeatedly and could not be fixed due to a problem with the helix. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.